Event description:
During a dhhs plating of proximal femur fracture procedure, the lcp dhhs slide plate and helix blade became stuck together. The surgeon pit the blade in the plate and it plate should slide over the blade but it did not. The plate became engaged with the blade. The surgeon removed the implant and implanted a standard dhs plate and screw instead. The procedure was extended by approximately ten to fifteen minutes. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The helix blade was able to mate with the supplied dhhs side plate, however the shaft of the helix blade got sticky going throw the barrel of the plate. The current risk analysis does adequately address the event. The internal locking mechanism of the dhhs side plate was engaged in the incorrect position - 45° rotated around its axis. This is important because the dhhs helix blade is clocked so its orientation is the same when fully inserted. Due to the internal locking mechanism being incorrectly engaged, it would cause the side plate to not seat correctly. If trying to seat the plate there could be sticking or jamming of the shaft through the barrel and internal locking mechanism of the dhhs.

Manufacturer narrative:
This device is used for treatment not diagnosis. The as received condition of the plate was intact with some marking/scratching consistent will normal field usage. There are two subcomponents to this assembly. On the first, 282.611, all related pertinent dimensional features that were obtainable, measured and passed per inspection sheet 282di610 rev e. The second subcomponent, 282.251, was in the locking position and relevant features were not obtainable. When helix blade, part number 282.235, included with complaint package is oriented correctly, it slides easily into entire assembly. Material testing was conducted on the returned part using xrfa and was confirmed to be 316l stainless steel. Inspection / measurement of the returned part showed that parts met measurable dimensional and visual requirements for pertinent features. The as received condition of the part prevents all pertinent features from being measured. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.